Manufacturer narrative:
The device history record could not be reviewed as the lot number is unk. The filter was not returned for evaluation. Based on the info submitted, the results of the investigation are inconclusive and the root cause is unk. The current IFU (instructions for use) on potential complications states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae. Perforation or other acute or chronic damage of the ivc wall. The removal of this filter is considered to be an off label use of this device. The current if (instructions for use) for this device states: the g2 filter is designed to act as a permanent filter. The safety and effectiveness of the g2 filter system as a retrievable or temporary filter have not been established.

Event description:
It was reported a filter that was implanted six months ago was discovered to have a fractured leg, caval penetration, and tilt of more than 15 degrees during a scheduled removal. The limb could not be located. The filter was removed. The pt is currently asymptomatic. There was no clot in the filter.